Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported he was doing a refill with a heavier patient and he could feel the needle go through the silicone and to the back of the pump so he was "confident that I'm in" but was only getting drops back when it was supposed to have 3.5 ml. The hcp reported he had done it twice now and tried to push saline and it did not feel right. It was noted that last refill before this was typical, no problems. Locked valve was reviewed and option to try empty syringe and hold negative pressure or use a smaller syringe to force saline into the reservoir. The hcp may use fluoro to confirm needle placement in the pump. Patient symptoms were not reported and the event date was (B)(6) 2020. No further complication were not reported.